Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73k1700513 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke in half in the patient; it broke at the hook. They could partially retrieve part of the clip but not sure where the other part is. They felt confident it did not stay in the patient.

Event description:
It was reported that the clip broke in half in the patient; it broke at the hook. They could partially retrieve part of the clip but not sure where the other part is. They felt confident it did not stay in the patient.

Manufacturer narrative:
Qn#(B)(4). Report 3003898360-2018-00389 after an additional medical review a determination was made to re-classify the complaint as a serious injury. Other remarks:n/a.

Manufacturer narrative:
Qn# (B)(4). The customer returned half of a clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. No cartridge was returned. The loose clip was returned broken in half at the hinge with the hook side of the clip being returned. The clip appears used as there is biological material present on the clip. The damage observed to the clip is consistent with hyperextension of the clip, improper loading of the clip and/or using a damaged applier. The clip applier was not returned. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of other remarks: the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "broken clip" was confirmed based upon the sample received. The clip cartridge was not returned, but half of a clip was returned loose. The loose clip was broken in half at the hinge. The damage observed is consistent with hyperextension of the clip, improper loading of the clip and/or using a damaged applier. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clip broke in half in the patient; it broke at the hook. They could partially retrieve part of the clip but not sure where the other part is. They felt confident it did not stay in the patient.